Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was scheduled for spinal cord tumor resection. Approximately twelve days post spinal tumor resection, the patient experienced a myocardial infarction and was admitted to the hospital. Cta of the chest demonstrated extensive pulmonary emboli. Approximately ten days post hospital admission, the patient was scheduled for filter placement for upcoming surgery and could not be anticoagulated in the perioperative period. Approximately four years nine months post filter deployment, the patient presented with chest pain, shortness of breath, and had an elevated d-dimer. Cta of the chest demonstrated probable pulmonary emboli, however the study was limited due to the patient body habitus and motion. The following day, repeat chest CT scan confirmed moderate amount of pulmonary emboli in the left lower, right lower, right middle and right upper lobes. The emboli were similar in distribution to previous episode, but to a lesser degree. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins for upcoming surgery and could not be anticoagulated in the perioperative period. Approximately four years and nine months after filter deployment, the patient presented with chest paint and shortness of breath. CT imaging demonstrated a moderate amount of pulmonary emboli (pe) in the left lower, right lower, right middle, and right upper lobes. The emboli are in a similar pattern to a previous study prior to filter implantation, but to a lesser degree. It was reported that some of the emobli appears to be adherent to the vessel wall suggesting that it is old. Based on the medical record review, pe post filter deployment is confirmed; however the relationship between the filter and pe is unknown. The investigation is inconclusive for limb detachment and removal difficulties as there was no mention of these alleged issues within the provided medical records. Based on the medical records provided, it is unknown if thrombi passed through the filter, or originated from superior or collateral vessels. It was also reported that some of the pe appeared to be old from a previous episode in 2008, before the filter was implanted. However, based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Precautions: - in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years post vena cava filter deployment; reportedly, the patient experienced pulmonary emboli and possible limb detachment. The filter could not be retrieved from the ivc (unknown if a filter retrieval attempt was made). Very limited information has been provided surrounding these events. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient who recently underwent spinal cord tumor resection experienced a myocardial infarction and extensive pulmonary emboli approximately twelve days post surgery and was admitted to the hospital. Approximately ten days post hospital admission, the patient was scheduled for filter placement due to contraindication to anticoagulation. Approximately four years nine months post filter deployment, the patient presented with complaint of chest pain and shortness of breath. Cta of the chest demonstrated probable pulmonary emboli and diagnosis was confirmed the following day with repeat CT scan. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were not provided. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: g2/g2 express: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - precautions: in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. - potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five years post vena cava filter deployment; reportedly, the patient experienced pulmonary emboli and possible limb detachment. The filter could not be retrieved from the ivc (unknown if a filter retrieval attempt was made). Very limited information has been provided surrounding these events. The patient status at this time is unknown.